Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the cerelink icp monitor (826820) "was on an IV pole and a bag of solution dripped into the power strip that it was plugged into and an electrical situation happened where sparks were coming out". Staff plugged in a new cable, and believed the device worked fine but would like device evaluated to ensure it is working to specification. No patient injury, death or surgical delay was reported.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h11. The cerelink icp monitor (B)(6) was returned for evaluation. Based on the device history record (DHR) review conducted, there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the power supply was found to be burned out as a result of the spillage. The following repairs were made: disassembled console and inspected, reassembled console upon inspection and completed preventive maintenance (pm) checks and tests. All pm checks and tests passed with no issue. The burned out power supply was replaced. The complaint could be verified through failure analysis. Root cause - the complaint was confirmed in the complaint investigation. Solution dripped into the power strip, sparking occurred. Per risk documentation, potential root causes include personnel unaware of proper use of the device.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h11. Corrected field: h6 (impact code 1). Additional information: b5. B5: it was subsequently reported that the device was not in use on a patient at the time of the event; thus, there was no patient impact or delay in procedure.

Event description:
See h11.